Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that after 219,075 joules and 20:56 minutes elapsed the fiber entered safety mode and displayed error code 171. A second fiber was used to continue the procedure. After 380,000 joules and 37:00 minutes elapsed the same experience was noted. A third fiber was used to complete the procedure. There were no patient complications. A fiber was returned and analysis identified that the fiber glass cap was detached; therefore, meeting reporting criteria for this as analyzed finding.